Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device not detected on the bus, user could not recover, rebooted 3 times and still in failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer half height (hh) 5.2 was not on bus and experienced one ghost cubie error b0. A field service engineer found a loose connection to drawer resed. All connections to hh drawer 5.2 were reseated and reconnected. Successfully recovered all cubies from the drawer. Coordinated with technical support specialist, who would log in remotely to address the ghost cubie error and perform b0 testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device not detected on the bus, user could not recover, rebooted 3 times and still in failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.